Manufacturer narrative:
The device has not been returned to the MFR as of the date of this report. This report will be updated when the device is received and the investigation requires.

Event description:
It was reported that during a knee arthroplasty, the non-sterile battery fell from its housing exposing it to the sterile surgical site. It is unk at this time if there were adverse consequences.